Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Unable to download pump's history and trace files using thump due to flashing medtronic logo. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay peeling, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed at the button(cracked). Flashing medtronic logo confirmed, problem isolated to the electronic assemblies. Unable to download pump's history and trace files using thump due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the button was coming out of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and there was no damage to retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.